Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her lfs meter did not turn on. The medical surveillance specialist (mss) spoke with the pt on feb 26, 2010 to obtain add'l info included below. The pt said she had thrown the subject meter away; therefore, the meter serial number and model were not documented. She told the mss that her meter stopped turning on about 2 weeks before she called lfs. She continued to take her usual daily dose of metformin 1500 mg. Two days after the meter stopped turning on, she said she felt sweaty, shaky, confused, and "like she was drunk." At that time she treated herself with food and juice. Afterward she tested with a neighbor's meter and obtained a reading of 78 mg/dl. This complaint is reported because the pt alleges that her lfs meter did not turn on and afterward she became sweaty and shaky. The pt's alleged symptoms are suggestive of hypoglycemia and the pt indicated that she treated herself with food and beverage. The pt's product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.